Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2018-03701 and 2134265-2018-03702. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and pullback sled to view the target lesion. During the procedure, it was noted that the motor drive unit 5 plus (mdu5+) became unable to perform automatic pullback. However, after replacing with disposable sled, it was able to perform auto-pullback, but the issue continuously occurred. No patient complications were reported.